Manufacturer narrative:
Preliminary device evaluation: medtronic is leading an evaluation of the reported tower 240v. Review of the field service notes indicates the logs show an occurrence of an error code ¿endoscope failure to communicate¿, indicating that the system was unable to communicate with the endoscope. Further log analysis suggested that the nrt communication switch could be the cause of the issue. The nrt switch was replaced and all required tests were performed, and the system is now functioning correctly. Review of the provided images notes the first image shows multiple messages displayed on the operating room team interface (orti) monitor: ¿danger: endoscope image frozen. Check the imaging system. If the situation persists, remove the instruments and stop using the system¿ and ¿warning: endoscope failure. Restart the imaging system or remove the instruments and stop using the system. Contact medtronic support¿. The second image shows the following message displayed on the orti monitor: ¿danger: endoscope image frozen. Check the imaging system. If the situation persists, remove the instruments and stop using the system¿. Further evaluation of the reported tower 240v is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic gastric bypass procedure, the system dropped an endoscope image frozen error and the image on the operating room team interface (orti) went black. The error and the image recovered by itself and the surgery was proceeded. There was no patient involvement.